Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead and/or right ventricular (rv) lead had a possible fracture shortly after the implant procedure. The patient expressed concern as to when the lead(s) should be replaced. The patient had discussed concerns with a physician and had a device check done. It was not specified which lead had a possible fracture. Both leads remain active. No patient complications have been reported as a result of this event.